Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative who reported that the patient was scheduled for pump replacement on (B)(4) 2017 as she was taking coumadin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Destructive analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 240.0 mcg/ml of hydromorphone at 83.81 mcg/day and 15.0 mg/ml of bupivacaine at 5.238 mg/day, via simple continuous infusion mode. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed eval code-conclusion is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone 10mcg/ml at 99.54mcg/day and bupivacaine 0.25mg/ml at 6.22mg/day via an implantable pump. The indications for use were intractable spasticity, post lumbar laminectomy syndrome and spinal pain. The patient reported they were trying to give herself a bolus last night and she was receiving the bolus denied screen and then saw the (B)(4) (motor stall) on the ptm (personal therapy manager). The patient stated that they needed the bolus last night because she was in a lot of pain. Additional information received the same day reported that the company representative was seeing the patient and was inquiring about the (B)(4). It was reviewed that this was a motor stall and confirming if any emi or magnetic interaction. The company representative spoke with the patient and there was no emi or magnetic interference. The reporter stated that the managing physician would replace the pump. No further patient complications were reported.